Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition throughout the procedure.